Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference evaluation: the device was returned to a zoll approved service provider for evaluation. The customer's report was duplicated and the analog board was replaced to remedy the report. The analog board was returned to zoll medical chelmsford. The customer's report was duplicated and attributed to a faulty mfe top shield on the analog board. The analog board was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.